Event description:
It was reported that several weeks post-implant, the patient's mastoid muscle was very hard following the path of lead. The pt attempted to turn down the stimulation, although the muscle "still felt hard". When the stimulation was turned up to where it had been set at, the pt experienced more pain and stimulation down the left arm. The pt was seen by the hcp who reported the "platismic" muscle was injected with steroids and the pt had complete relief of the spasm and pain post injection. The pt recovered without sequela. A follow-up report will be submitted if additional info becomes available.